Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise and baseline shifting. There were also three untreated events due to noise. It was noted that some of the noise appear consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. The initial troubleshooting to try to recreate the noise only resulted in recreation of myopotential noise. The patient was hospitalized, and therapy was programmed off. An x-ray was taken which did not show any electrode issues. Technical services (ts) was consulted and suggested additional troubleshooting steps. Subsequently the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system.

Event description:
It was reported that the patient received inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise and baseline shifting. There were also three untreated events due to noise. It was noted that some of the noise appear consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. The initial troubleshooting to try to recreate the noise only resulted in recreation of myopotential noise. The patient was hospitalized, and therapy was programmed off. An x-ray was taken which did not show any electrode issues. Technical services (ts) was consulted and suggested additional troubleshooting steps. Subsequently the s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system.